Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that; the customer had fluctuating blood glucose values. The blood glucose fluctuated from 57 mg/dl to 409 mg/dl at different parts of the day. Customer treated high blood glucose with the manual injection and low blood glucose with the soda and declined troubleshooting for high and low blood glucose. The customer also stated that, the infusion set had bent cannula and blood at site also. The insulin pump will not be returned for analysis.